Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(64) caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 275cc saline breast implants which the left side deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the patient underwent bilateral removal. Concomitant product: right- mentor siltex round moderate profile 275cc saline breast implant, cat;3542640, sn: (B)(4). Mentor received the suspect device on 7/8/2019. Device evaluation summary completed on 7/22/2019: the analysis results showed a tear measuring approximately 0.6 cm located in the anterior aspect. Leak testing revealed another tear in the same view measuring 0.2 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/2/2019, additional information indicated that the patient scheduled for removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).